Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device gave an internal error. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite, during which the fse determined this was a malfunction with the defibrillator capacitor assembly. The engineer provided a quote to the customer for a replacement defibrillator capacitor assembly; however, no purchase order has been provided at this time. The device remains at the customer's site. No further action is warranted at this time.